Event description:
Late 70¿s male with history of moderate aortic stenosis. Procedure: diagnostic heart cath in the right femoral artery. The vascade collagen disk did not deploy. No known harm to patient but did require manual pressure to achieve homeostasis. Manufacturer response for vascade 5f, (brand not provided) (per site reporter). Will obtain.